Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that in-stent stenosis occurred. In (B)(6) 2018, the patient presented with unstable angina. Subsequently, cardiac catheterization and the index procedure were performed. The target lesion was located in the proximal right coronary artery (rca) to mid rca with 99% stenosis and was 34mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 38 x 3.00 promus premier drug-eluting stent. Following post dilatation, the residual stenosis was 0%. Five days after, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2019, the patient was noted with restenosis and was hospitalized on the same day. Five days after, coronary angiography was performed which revealed 90% restenosis in the proximal rca and was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Three days after, the event was considered to be recovered/resolved and the patient was discharged on the same day.